Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an implant procedure, due to patient anatomy, the lead dislodged while slitting the sheath. After repeated attempts the lead could not be fixed well. Another lead was implanted. No patient complications have been reported as a result of this event.